Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog #55840006545, 510k# k113174 and UDI (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion due to lower extremity palsy which was considered to be due to compression fracture. Postoperatively lower extremity palsy occurred. Images were taken and by checking the images that the screws was loose and vertebral body fracture occurred. So a revision surgery (decompression and fusion) was performed on the same date. The patient issue became less severe. There was no delay in overall procedure time as a result of this event.